Event description:
Pt heard beeping noise from device and made appointment with our clinic. Upon interrogation, code 1003 was found stating "battery voltage is too low for projected remaining capacity." ICD was checked earlier this year with six years remaining on battery. Boston scientific technical services were contacted and said there was a "battery mis-match, device is not working as intended. There is a depletion without knowledge of root cause" and also recommended removal as soon as possible, as ICD therapy may be compromised.